Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info from importer report #1018233-2013-00411: per add'l info received, the pt has experienced recurrent vaginal prolapse requiring two add'l surgeries. Associated MDR: 1018233-2013-00412, 00409 and 00410.